Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the tip of the harmonic ace instrument broke. The instrument was removed and replaced with a backup instrument. Following this, the user continued and completed the procedure with no further issues. It is unknown if a fragment fell inside the patient during the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reporter confirmed that there was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a possible foreign body. The procedure was completed robotically with a backup instrument. The reporter did not know if a fragment fell into the patient. The patient underwent an x-ray examination, and no issue was detected. The instrument was inspected prior to use and there was no damage or anything observed out of the ordinary. The surgeon did not notice any issues with the instrument's functionality during the surgical procedure. The reporter was not aware if the instrument collided with other instruments or other hard materials during the procedure. Photographic images and patient information were not available to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and was found to have a broken clamp arm. There were no missing pieces from the clamp arm.